Event description:
The event involved a plum 360 driver where it was reported that the device shuts off at random times. It was further stated that it says lever is open when it is not, and unable to program on occasion. The event occurred during use. There was patient involvement and delay in therapy; however, no adverse event or human harm.

Manufacturer narrative:
The device has been received for investigation. Investigation is pending.

Manufacturer narrative:
Device received for evaluation. Self-test passed but the device was alarming door open while pumping. Visual inspection performed and found chip on the rear case, chip on the front case, crack on the fluid shield, crack on the handle. The customer complaint was confirmed that the device did say lever is open and was unable to program off and on. Furthermore, found n250 and n251 in the alarm log, which shows random times of shut off in the programming. Replaced the fluid shield, front & rear enclosures, app pwa board, pressure detector sensor, door, handle and cord retainer.. The probable cause is faulty fluid shield. Cosmetic on the front case, rear case, fluid shield, handle and cord retainer. Device powering on and off on its own there was no problem found.